Manufacturer narrative:
Complaint investigation underway.

Event description:
A shepherd guide wire was inserted into a 0.035 navicross 90cm angled catheter, along with a mongo guide wire in a side branch from a retrograde pedal sheath in the dorsalis pedis artery. Once the shepherd guide wire was inserted and navigated into a tortuous, diseased subintimal arterial space, the mongo guide wire was retracted ex-vivo with some resistance. The tip of the shepherd guide wire was bent distal to the radiopaque portion of the wire. The physician attempted to pull the shepherd guide wire out of the navicross catheter when the wire fractured. The fractured component was unable to be retrieved and remained in subintimal space.

Event description:
A shepherd guide wire was inserted into a 0.035 navicross 90cm angled catheter, along with a mongo guide wire in a side branch from a retrograde pedal sheath in the dorsalis pedis artery. Once the shepherd guide wire was inserted and navigated into a tortuous, diseased subintimal arterial space, the mongo guide wire was retracted ex-vivo with some resistance. The tip of the shepherd guide wire was bent distal to the radiopaque portion of the wire. The physician attempted to pull the shepherd guide wire out of the navicross catheter when the wire fractured. The fractured component was unable to be retrieved and remained in subintimal space.